Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been rec'd for eval. If the sample is rec'd or if add'l info pertinent to the incident is obtained a f/u report will be submitted.

Event description:
The customer reported that during the procedure, tissue got stuck in the instrument. Vessels around the device were clamped and coagulated and tissue around the device was excised in order to remove it. Another device was used to complete the procedure w/o incident. There was no pt injury.